Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed. Visual inspection of the lead segment noted no anomalies. It was noted that there was apparent explant damage and an outer insulation breached cut. (B)(4): the proximal segment of the lead was returned and analyzed. Visual inspection of the lead segment noted no anomalies. It was noted that there was apparent explant damage, distorted distal conductor, and an outer insulation cosmetic depression at the connector. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately eleven months post implant of the device approximately four years ago.